Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer also reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading ranged from 400 to 500 mg/dl. Customer was able to resolve bent cannula issues by trying a shorter cannula length in a new area. However, no delivery alarms are still occurring. Product is being replaced.